Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The same day as event onset, the patient was treated with vancomycin injection (1gm, every 4th day, intraperitoneal, ongoing), amikacin injection (150mg, once daily, intraperitoneal, ongoing) and fluconazole tablet (150mg, every 2 days, oral, ongoing) for peritonitis. On an unknown date, the patient recovered from the peritonitis. Pd therapy was ongoing. It was reported the retraining on the proper aseptic technique to the patient was pending. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.